Manufacturer narrative:
Correction: the correct PMA number is 000015 not 970051 as previously reported. Correction: the brand name is nucleus 24 auditory brainstem implant system not nucleus 24 channel cochlear implant system as previously reported. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced no benefit with device use due to incorrect position of the electrode array. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.